Event description:
(B)(4). Same case as MFR report #: 2134265-2010-04924. It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented due to congestive heart failure and was referred for cardiac catheterization. The index procedure treated the 80% stenosed, 2.75x62mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre-dilation and the placement of two overlapping taxus liberte (2.75x38mm, 2.75x28mm) study stents. Following post dilation the residual stenosis was 0%. The 1st diagonal artery (dx) was treated with balloon angioplasty with an unspecified balloon resulting in 20% residual stenosis and the 2nd diagonal was treated with angioplasty and cutting balloon angioplasty resulting in 0% residual stenosis. One day post the index procedure, the patient experienced elevated cardiac enzymes consistent with the protocol definition of a myocardial infarction. ECG showed anteroseptal st-elevation and inferior depression which improved with medication. However, 2 days post the index procedure enzymes continued to elevate and cardiac catheterization was recommended. Coronary angiography revealed widely patent previously placed stents in proximal-mid vessel; 40% stenosis proximal to previously placed stent; 50% stenosis of 1st diagonal with a small non-flow limiting dissection. No action was taken, but a follow-up sestamibi was recommended in 6 months. The subject was discharged 3 days post the index procedure on aspirin and prasugrel. Per the physician, the event was listed as "unrelated" to the study stents.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).